Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that all the voltages to the monitor and ups were verified. Verified connections and software, system was cycled several times but the issue did not occur. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when booting up the mobile view station (mvs), it stated video input hdmi no signal. Medtronic representative tried changing to dvi but the same issue occurred. It was reported that the error message would occur and then the device powers down. There was no patient present at the time of the issue.